Event description:
It was reported a novum iq large volume pump under-infused. The patient was receiving fentanyl infusion at 15ml/hour. At 21:30 the fentanyl bag should have been empty; however, approximately 100ml remained in the bag. The patient had become agitated (resulted in increased anxiety to the patient); requiring prn (as needed) medications. The pump was removed from service. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 (serial number), h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.